Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 1 patient tested on a cobas 8000 c 502 module. Results for the following assays were affected: cobas integra glucose hk gen. 3, alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt), aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast), and tina-quant c-reactive protein IV (crp). The initial crp result was 0.11 mg/dl. The repeated results were 1.93 mg/dl and 1.98 mg/dl. The initial alt result was 2.0 u/l. The repeated results were 160.7 u/l and 159.8 u/l. The initial ast result was 2.8 u/l. The repeated results were 156.1 u/l and 159.3 u/l. The initial glucose result was 0.51 mmol/l. The repeated results were 6.76 mmol/l and 6.67 mmol/l. The sample was repeated due to the customer questioning the low glucose result. This medwatch will apply to the tina-quant c-reactive protein IV (crp) assay. Please refer to the following medwatches with a1. Patient identifiers for information on the related assays. Medwatch with a1. Patient identifier: (B)(6) for information related to the alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) assay. Medwatch with a1. Patient identifier: (B)(6) for information related to the aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) assay. Medwatch with a1. Patient identifier: (B)(6) for information related to the cobas integra glucose hk gen. 3 assay.

Manufacturer narrative:
The investigation found that the tubes used by the customer were specified as 4 ml, but only 2 ml was drawn. Underfilled tubes could result in an incorrect blood-to-additive ratio and possibly incorrect results. The field service representative replaced the degasser, performed a decontamination, adjusted the gear pump, and performed checks with acceptable results. The investigation determined the service actions resolved the issue, but a pre-analytical handling issue could not be excluded.